Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the system became stuck in initializing and reboot resolves the issue. It was noted that this issue happens infrequently, and reboot fixed the issue, this was expected behavior. There was no patient present.